Manufacturer narrative:
Based on additional information received, previously reported patient code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the event of lead breaking off occurred about two months after patient had it. Only one lead broke off. Patient further clarified that where the lead is soldered to the battery - generator, where the lead starts on the generator and the hcp wanted to fix it. Patient did not know the circumstances that led to the lead breaking off. Patient just sits around at home and there was nothing that patient did. Patient reported that it felt like sometimes they had the power to it and sometimes did not. Patient told the doctor who ordered x-ray, looked at it and said the lead was broken off. It would take surgery to fix it. The issue was not resolved as patient did not want to pay for the surgery. Patient reported that their weight was in the range of (B)(6) pounds at the time of the event. Patient reported dissatisfaction with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4) implanted: (B)(6) 2016 , product type lead. Product ID 977a260, serial# (B)(4) implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the leads broke off and the patient was having surgery for it. The event date was unknown.it was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.